Event description:
Revision surgery at about 3 weeks from surgery for shoulder luxation. The surgeon revised successfully glenosphere, liner andmetaphysis.

Manufacturer narrative:
Batch reviews performed on 27 may 2026: reverse shoulder system 04.01.0173 glenosphere - d 39x27 (k170452) lot 2434145: (B)(4) items manufactured and released on 15-apr-2025. Expiration date: 20-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0514 hum. Rev. Constrained e-cross liner d 39/+0 (k250338) lot 2530888: (B)(4) items manufactured and released on 15-jan-2026. Expiration date: 18-dec-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.